Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during the first tower startup of the day, the tower experienced a startup failure. The blue medtronic hugo ras screen counted down to 00:00 and instructed a system power cycle using the ¿blue button¿, which was solid blue rather than pulsing. All cable connections were checked, and it was observed that one of the alternating current (ac) main black power cables was only halfway plugged into the wall socket. After ensuring all cables were fully plugged in, the team powered off and on using the uninterruptible power supply (ups) battery buttons on the tower to shut down the system. After that, the second startup was successful. There was no patient involvement.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the provided images for the reported tower 120v. Review of the three provided images notes that the first photo shows the operating room team interactive (orti) screen. The screen showed "hugo¿ ras system failure during system startup. Press the blue power button to shut down the system and restart.". The second photo shows the uninterruptible power supply (ups). The top screen on the ups showed "on line mode" and "load= 00% 0.00kw". The bottom screen showed "on line mode" and "load= 12% 0.23kw". The third photo shows the orti screen. The screen reads "hugo¿ ras system 00:39 preparing the system ¿ if using the surgeon's console, now turn on using the red ac power button.". Evaluation of the provided images for the reported tower 120v noted no abnormalities associated with the reported condition of cable disconnected. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the provided images for the reported tower 120v confirmed the reported condition of start-up failure, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during the first tower startup of the day, the tower experienced a startup failure. The blue medtronic hugo ras screen counted down to 00:00 and instructed a system power cycle using the ¿blue button¿, which was solid blue rather than pulsing. All cable connections were checked, and it was observed that one of the alternating current (ac) main black power cables was only halfway plugged into the wall socket. After ensuring all cables were fully plugged in, the team powered off and on using the uninterruptible power supply (ups) battery buttons on the tower to shut down the system. After that, the second startup was successful. There was no patient involvement.